Manufacturer narrative:
A stryker service technician evaluated the device and noticed the magnet was missing from the lid. A stryker product assessment center technician evaluated the device further and verified the reported issues. Root cause of the device not turning on with opening of the lid was determined to be the reed switch, s5. Root cause of the missing magnet was determined to be the bent/stretched magnet retaining clips. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device does not turn on with the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device does not turn on with the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.